Event description:
Health professional reported explant of a lap-band sys, because the "band has eroded." The event was first noticed when pt complained of "epigastric pain." Add'l info provided by the pt noted that their dr believes the erosion was due to an infection.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Erosion, infection, and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the possible outcome of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than (B)(4) of subjects included: abdominal pain, chest pain, incision pain and port site pain."